Event description:
On 3rd june 2024, rayner received notification from a healthcare facility in germany of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the injector was found to be defective during use - no further description of the injector defect has been provided.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the injector was found to be defective during use. No further description of the injector defect has been provided to rayner. Additional information has been sought to facilitate further investigation. Surgery is reported to have been prolonged as a result of the issue. The healthcare facility confirms that there was no injury/impact to the patient as a result of the event. The device has not been returned to rayner. Our review of production records for the rayone aspheric rao600c batch 113227610 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to determine the cause of the event.